Event description:
A us distributor contacted zoll to report that a patient reported that the lifevest was irritating her skin. The patient reported broken skin from the rash. Patient reported using a homemade cream for the rash. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.